Manufacturer narrative:
Device evaluation: analysis of the returned device identified yellow particles on the shell, wear/abrasion and an extended opening. A visual and microscopic analysis was performed which identified a striated opening on posterior of the device. Based on the device analysis the final assessment is: a striated opening on the posterior assessed as surgical damage, consistent with the use of a surgical tool. Additional information: d.10, g.1, h.3, h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.